Event description:
It was reported that the evis exera iii xenon light source gave a b30-scope communication error. There was no report of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was given instructions on steps to take the next time the issue occurs. They are to first wipe down the scope connector ends with alcohol. If that does not resolve the issue, they are to start marking down the serial number of the scopes that do not work. Customer was also advised to reseat or swap out the data/light source cables. If the issue persists, the next step would be to swap the cv (video system center) or clv (light source). Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.